Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the reportable malfunction occurred due to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had noisy screen. The issue was found during inspection for use. There were no reports of patient involvement.